Manufacturer narrative:
An icy catheter was returned to zoll (B)(6) for investigation. Visual inspection of the returned catheter was performed and found traces of blood in the shafts /balloons, luered tubings and infusion ports. Additionally, the balloon was observed to be wrinkled and was folded, thus confirming the reported complaint. The proximal and medial balloons were detached from the shaft at the distal and proximal bonding areas. Functional testing was performed and during flushing of the catheter, a leak was observed at the open bonding areas. The returned catheter was than connected to a pressurized inflation device. Immediately after pressurization, a leak was noticed at the medial balloon and bonding areas. No additional issues were observed. The leak observed during functional testing could have resulted when the surgeon damaged the balloon during removal. Probable cause for the balloon folding over is that prior to catheter removal, the user did not uncap the inflow and outflow lumens of the cooling circuit. By capping the inflow and outflow lumens, the user did not deflate the balloon completely thus making it difficult to remove. The icy catheter instruction for use recommends to "disconnect start-up kit from the catheter. Uncap or leave uncapped the inflow and outflow lumens of the cooling circuit (cooling circuit only). This will allow residual saline within the circuit to be expressed. As catheter is withdrawn, the balloons are compressed. Saline within the balloons must be free to pass out of the balloon or the balloon will not deflate making the catheter difficult to remove.

Event description:
It was reported that during the removal of the icy catheter the physician had mated the inflow and outflow lumens with each other. At this point the middle balloon had rolled up and blocked the removal site (femora vein) of the catheter, preventing the physician from being able to remove the catheter. It was then necessary for the physician to make a small incision, at the insertion site, to be able to remove the catheter. The patient was not taken to the operating room for this procedure. The patient is doing well. No further information has been provided.